Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged over temperature issues during the exam. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation results: the complaint submitted in regards to the acuson sc2000 system was reviewed, and subsequent actions were taken to identify the root cause of the reported issue. In this case, the device part (board) was returned and investigated. However, the reported problem of extreme high temperatures was not reproduced. All of the board-level and functional tests passed. We were unable to identify the cause of the reported issue. Siemens will continue to monitor for this issue.

Event description:
Additional information was received and it was reported that during log review, it was found that an extreme high temperature was logged in while in use. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1),update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.